Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atp therapy did not terminate episodes of ventricular tachycardia, and accelerated the arrhythmia. The device was reprogrammed. No adverse consequences were detected.